Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured acute kidney injury with a "possible" relationship to the impella rp flex device used. Acute kidney injury required continuous renal replacement therapy was noted. No history of kidney problems prior to admission were reported. The patient/event has not recovered/not resolved and the patient survived the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the renal failure has been completed. No product was returned. Log review did not show any motor current spikes indicating biomaterial ingestion or suction. There were also no placement signal trends indicating deteriorating patient condition. The root cause of the renal failure was not determined since product was not returned and insufficient clinical detail was provided.